Event description:
Ventilator unit shut down while in use on pt. Nurse at bed side at time of occurrence and started to bag the pt. No pt injury sustained. Alarm did not sound. Inop light came on but did not flash. All other lights on display were dark. Ventilator made "this" sound then a whirring sound was present.